Event description:
A report was received that following a lead revision procedure, the pt reported difficulty charging her ipg. The physician decided that the ipg should be replaced, since it appeared to exhibit rapid battery depletion. The ipg was replaced and the pt was able to receive proper stimulation coverage.

Event description:
A report was received that following a lead revision procedure the patient reported difficulty charging her ipg. The physician decided that the ipg should be replaced, since it appeared to exhibit rapid battery depletion. The ipg was replaced and the patient was able to receive proper stimulation coverage.

Manufacturer narrative:
The device evaluation indicated that the ipg passed photographic tests performed. Testing revealed that the damage done to the analog ic resulted in the fast battery depletion of the ipg. The battery profiles revealed excessive battery depletion post lead revision. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4) . Ab)